Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2012; 407652 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection and device erosion through the skin. Pus drainage was noted. Cultures were obtained and antibiotics were administered. A new cardiac resynchronization therapy pacemaker (crt-p) system was implanted. No further patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.